Event description:
It was reported that a pump over infused levaquin to a pt. The device was programmed to infuse 100ml of fluid at a rate of 100ml/hr, as a secondary infusion. The customer stated that the size of the secondary infusion container was 150 ml. It was observed that the entire container contents was delivered to the pt.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. An add'l flow rate test was performed using the event infusion parameters found in the history log and using the event IV set, with the unit passing. Excessive drip and pressure testing was also conducted at 60 degrees fahrenheit with the unit passing. The customer has reported that the secondary container size was 150ml and only 100ml vtbi was programmed. It is normal clinical practice, and is stated in the sigma spectrum operator's manual, "to avoid infusing residual amounts of the secondary container at primary flow rates, be sure to properly set the secondary vtbi value. Secondary vtbi should equal secondary bag volume." It is possible that after the secondary infusion was complete, the user did not provide a gravity advantage to the primary container and consequently the remaining fluid in the secondary container was delivered to the pt at the primary infusion rate.